Manufacturer narrative:
During testing it was noted that there was evidence of corrosion in the battery compartment and on the battery door. Further testing revealed that the device did not pass the power test. The probable cause of the corrosion was due to battery leakage. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the service center for an unspecified reason. This did not indicate a reportable malfunction. However, during verification testing the device was found to have corrosion in the battery compartment due to battery leakage.